Manufacturer narrative:
Results of evaluation: conclusion based upon inquiry info received, visual examination and functional test, it was concluded that instrument was conforming with regard to staples feeding, firing and forming. Instrument was received with excessive dried body fluids in cartridge and with only one staple remaining. Instrument was examined, was found to be functional, and was cycled and fired remaining staple without incident. No conclusion could be reached as to why reported instrument "jammed" during surgery. Each instrument is evaluated during assembley process to ensure that staples feed, fire and form correctly.

Event description:
The device was used during an unknown procedure. It was reported by the rep jammed in the nose. There was no consequence to the pt.